Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of her father who received a "check sensor" message upon scanning the adc freestyle libre sensor. As a result, the customer was unable to monitor his glucose levels, felt sluggish, and was taken the hospital. The customer had contact with his healthcare provider who diagnosed him with hyperglycemia, provided unspecified fluids to lower his sugar level, and adjusted the customer's insulin dosage. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported on behalf of her father who received a "check sensor" message upon scanning the adc freestyle libre sensor. As a result, the customer was unable to monitor his glucose levels, felt sluggish, and was taken the hospital. The customer had contact with his healthcare provider who diagnosed him with hyperglycemia, provided unspecified fluids to lower his sugar level, and adjusted the customer's insulin dosage. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000d09gnw has been returned and investigated. The sensor plug has not been returned. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in sensor state 1 (initial factory state). An extended investigation has also been performed for the reported complaint. Performed a visual inspection on returned sensor patch and observed sensor plug was not returned. Extracted data from the returned sensor and sensor found to be in sensor state 1 (initial factory state). A simvivo test was performed which indicated that the electronics were functioning properly. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.